Manufacturer narrative:
Exemption number e2019001. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately tortuous, heavily calcified, 80% stenosed mid right coronary artery. A non-abbott balloon was used for pre-dilatation. A 3x23mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy and faced resistance with the anatomy during removal. The sds was simply withdrawn, and the shaft was noted to be kinked. After more pre-dilatation, a same size xience xpedition stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.